Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic ventral incisional hernia repair on (B)(6) 2010 and mesh was implanted. It was reported that the patient had continued complaints of pain and discomfort and on (B)(6) 2016, the mesh was removed due to infection, adhesion and pain. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 07/07/2017 additional information: in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.